Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the post-operative device interrogation it was noted that the right ventricular (rv) lead exhibited oversensing of noise and increased threshold measurements. An x-ray was taken which confirmed a lead dislodgement. A revision procedure was performed where the lead was explanted and replaced. No additional adverse patient effects were reported.